Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup vvi mode during device upgrade in clinic. Device was restored to normal function. Patient was stable and will continue to be monitored with regular follow-ups.